Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was contamination found under all of the key contacts and moisture corrosion found in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was torn between the up arrow and contrast buttons. All of the buttons responded appropriately. The keypad was removed and contamination was found under all of the keypad buttons. Moisture corrosion was visible in the battery compartment. Evaluation also revealed a dim, discolored display screen. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.